Event description:
It was reported that after the spaceoar vue and transperineal fiducial marker placement procedure under local anesthesia, the images were reviewed. A rectal wall infiltration (rwi) was suspected based on the images. Upon reviewing the computerized image scan, it was noted that the hydrogel was correctly positioned at the base and midgland. However, closer to the apex, there appeared to be hydrogel within the rectal wall. It was suspected that the needle might have punctured the rectal hump while being positioned for the injection allowing the hydrogel to flow retrograde into any potential puncture in the rectal hump. The rwi was relatively minor. The physician will monitor the situation for 4 weeks to ensure no further complications arise.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.